Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided in a supplemental report.

Event description:
It was reported that, "patient complained, the implant prosthetics were painful."